Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an abs-10061t arthrex angel prp kit had an issue. During a prp injection procedure on (B)(6) 2022, when the staff had put the kit into the angel machine and the bags were filled with blood, when they started to spin, the machine was not pulling up the blood and gave an error message. They put pressure on the blood-filled bag, a hole was noticed in the tubing and it was spraying blood out onto the staff, not the patient. The blood mainly contaminated the machine, and only some blood was sprayed onto the staff. The staff was wearing gloves, whipped the machine, and cleaned the site, no harm was done to the staff, and everyone is fine to date. A new angel kit was used, with a different unknown lot number to complete the case successfully with no impact to the patient, the facility staff, or the surgeon. The contaminated kit was discarded by the facility.